Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2024. The first test taken generated a positive result, and the second test, performed on the same day, generated a negative result. No additional information, including treatment and outcome, was provided.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2024. The first test taken generated a positive result, and the second test, performed on the same day, generated a negative result. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 891569a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 891569a, test base part number 195-430wjr/ lot: 891569a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 891569 showed that the complaint rate is (B)(4)%. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 891569 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.